Event description:
Customer informed about an issue with a compact, soft-bristled toothbrush. The white bristles at the front of the brush had all come off one by one and were getting stuck between customer's teeth.